Event description:
Consumer complaint of about high blood results via mother. Expected blood glucose results after meals ranges from 150 to 200 mg/dl. Customer appears to be weak and observed to not be eating. Medical intervention is not required at this time. Customer released from hospital prior to call on (B)(6) 2015 due to high blood sugar. Customer sought medical attention on (B)(6) 2015 after receiving high blood results again. Performed blood glucose test upon admission to hospital and result was 530 mg/dl. Currently taking insulin to manage diabetes. Storage of test strips is within instructed specification, not verified. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 309mg/dl, (B)(6) 2015; 378 mg/dl (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results via mother. Expected blood glucose results after meals ranges from 150 to 200 mg/dl. Customer appears to be weak and observed to not be eating. Medical intervention is not required at this time. Customer released from hospital prior to call on (B)(6) 2015 due to high blood sugar. Customer sought medical attention on (B)(6) 2015 after receiving high blood results again. Performed blood glucose test upon admission to hospital and result was 530 mg/dl. Currently taking insulin to manage diabetes. Storage of test strips is within instructed specification not verified. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 309 mg/dl (B)(6) 2015, 378 mg/dl (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.